Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the helix would not deploy in-vivo after multiple turns. The right ventricular (rv) lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.